Event description:
The user received erroneous troponin t results for one patient sample. The initial result was 0.285 ng per ml, repeat results were 0.089 and 0.092 ng per ml. The sample was repeated the same day with the same sample on the same analyzer. The erroneous result was not reported.

Manufacturer narrative:
The field service representative determined there were possible bubbles in the troponin t reagent. He checked the particle mixer rotational speed and the sampling alignment of the sr probe. To verify the analyzer performance, he ran qc and patient samples with results meeting specifications.